Event description:
During a follow-up in clinic, the device was at elective replacement indicator (eri) earlier than anticipated. Premature battery depletion was suspected. The device was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: d9, h3, h6 the device was received from the field with battery voltage at elective replacement indicator (eri) level in line with projected longevity. The device print-out indicates that the auto capture feature was enabled, and the device was operating in high output mode. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed including device evaluation at various pulse amplitudes indicated normal current levels. Total projected longevity based on field settings exceeded the projected longevity and it is considered normal battery depletion. The reported event of premature battery depletion was not confirmed.